Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to disconnect the tubing, perform several tested procedures including delivering boluses, and to replace supplies as necessary before resuming insulin therapy.